Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of eri was confirmed. The battery voltage was found at eol voltage level. The cause of the battery depletion was considered to be normal.

Event description:
It was reported that a data not read message presented upon interrogation and would not display battery data. The device was at eri, so the device was explanted.